Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensors. The customer states they had received low suspend alarms and calibrate now. The customer's blood glucose level had been as high as 411mg/dl. The customer treated the high with insulin. Troubleshoot for calibration not accepted was conducted. The customer was advised not to calibration on high blood glucose levels, and wait for it to stabilize. The customer declined to troubleshoot for the highs. The customer was advised to change out set and monitor the device.